Event description:
Healthcare professional reported right side textured to smooth implant exchange. Healthcare professional later reported "implant widely failed" and "it was densely adherent to the capsule and was damaged on retrieval." Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side textured to smooth implant exchange. Healthcare professional later reported "implant widely failed" and "it was densely adherent to the capsule and was damaged on retrieval." Device has been explanted and replaced.

Event description:
Healthcare professional reported right side textured to smooth implant exchange. Healthcare professional later reported "implant widely failed" and "it was densely adherent to the capsule and was damaged on retrieval." Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data. Photo analysis: visual analysis of the photographs identified: anxiety - product/procedure: unable to observe as it is a medical event that is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Adhesion: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.